Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v360244, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014.

Event description:
It was reported that the patient had 2 battery icons show up on their patient programmer and they wanted to know if that meant their battery was getting low. The patient replaced the patient programmer batteries. The implantable neurostimulator (ins) showed about 1/5. The patient started getting some pain and last week had sharp pains around the implant area making the muscle really weird and they started getting bladder pain. The patient could not figure that out and when they looked at their programmer they realized it wasn¿t working. Last night the patient turned stimulation on and it just about killed them to do it because it was at a higher setting, but when they turned it on it started working again. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.